Event description:
New information indicates that the patient also experienced erosion on the pacemaker.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The pacer was received in normal working condition with battery voltage in normal range of operation. Electrical and mechanical tests were performed and no anomaly was found. A longevity calculation was performed and device had appropriate longevity remaining.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22408. Related manufacturer reference number: 2017865-2021-22409. It was reported that the patient experienced a pocket infection. The pacemaker, right ventricular lead, and atrial lead were explanted. The physician does not allege that the abbott devices or any procedure involving the abbott devices, caused or contributed to the infection. No vegetation or endocarditis was noted. The patient condition was stable.